Manufacturer narrative:
The check of the DHR of the curved stem inserter (product code 9045.03.400, lot #2015ar07x) and the minima s femoral stems involved in this complaint (product code 4503.21.020, lot #201408978) did not show any pre-existing anomaly on the 36 curved stem inserter and the 16 minima s femoral stems manufactured with these lot #. We will submit a final MDR after the complete investigation.

Event description:
Hip surgery was performed on the (B)(6) 2016, with implantation of minima s femoral stem. During surgery, after impacting the stem, the surgeon wasn't able to remove the curved stem inserter from the femoral stem. By moving the inserter back and forth the surgeon managed to remove the instrument. No adverse event for patient reported due to this issue. Event occurred in (B)(6).